Event description:
It was reported that the user experienced prolonged hyperglycemia with a peak blood glucose of 394 mg/dl over approximately five hours while using the ilet system, during which they attempted to lower glucose by entering meal announcements; they later disclosed a recent steroid injection and current use of lyumjev while awaiting fiasp. Symptoms included dizziness. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance, with blood glucose trending down into range by follow-up. Investigation included review of device use and user-reported history, counseling on proper use of meal announcements, and monitoring of glucose trends. Investigation of this case revealed that hyperglycemia was associated with exogenous steroid exposure and potential suboptimal insulin responsiveness with the current rapid-acting insulin, along with inappropriate use of meal announcements as corrective boluses. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy management in the setting of known steroid-induced insulin resistance.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.